Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display or pump shutting down anomaly noted. No damage on the lcd isolation tape noted. Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm during the prime process while filling cannula. The customer's blood glucose was 309 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.